Event description:
It was reported that approximately one month post implant the right ventricular (rv) lead exhibited high thresholds and capture was unable to be seen on current electrograms (egm). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.